Manufacturer narrative:
It is communicated to the manufacturer that the doctor couldn't do pressure change in valve. The implant depth is said to be superior to 8mm which is advised again by the manufacturer in the product IFU. The patient's ventricle expanded, so it was explanted and exchanged with new spva valve.

Event description:
The doctor couldn't do pressure change in the valve/ the implant depth is said to be superior to 8mm (in the IFU, sophysa states that the implant depth should not be superior to 8mm). The patient's ventricle expanded; the device was explanted and replaced by a new spa valve.